Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of a left ventricular (lv) lead, this guidewire fractured. A portion of the wire remained in the patient's anatomy and a portion appeared to be lodged in the lumen of the lv lead. Another manufacturer's lv lead was implanted successfully. The product was used as is. No additional adverse patient effects were reported.